Manufacturer narrative:
Covidien reference number: (B)(4). An authorized third party service engineer evaluated the device, replaced the compact flash memory card and the ventilator worked properly.

Event description:
It was reported that a ventilator had a blank display. There was no patient involvement.